Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2017, 1572 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), dyspnoea ("dyspnea") and paraesthesia ("paresthesia of the face"). Essure was removed via salpingectomy on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, dyspnoea and paraesthesia outcome was unknown. The reporter provided no causality assessment for medical device removal, arthralgia, dyspnoea and paraesthesia with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) removed approximately 4 years after insertion. This event, interpreted as medical device removal, is anticipated in the reference safety information for essure. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Non-serious events of general nature were also reported; none of them considered related to the suspect device. Despite the limited information, causality with the medical device removal cannot be excluded. Hence, the case was regarded as incident, since device removal was required. A product technical analysis is expected, and further information has been requested.

Manufacturer narrative:
The patient's past medical history included appendectomy and parity 2. No concurrent conditions. The patient was treated with surgery (essure was removed via laparoscopic bilateral subtotal salpingectomy on (B)(6) 2017). The reporter commented: removal as performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2017: patient information, historical condition and onset date of events added. Removal method updated. On 13-apr-2017: quality safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) removed approximately 4 years after insertion. This event, interpreted as medical device removal, is anticipated in the reference safety information for essure. Non-serious events of general nature were reported; none of them considered related to the suspect device. Physician reported that device removal occurred at patient's request, but the exact cause of removal was not reported. Despite the limited information, causality with the medical device removal cannot be excluded. Hence, the case was regarded as incident, since device removal was required. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible.